Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0mg9k, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Eval code-result are applicable to the stim ins ((B)(4)) eval code-result are applicable to the stim lead (va0mg9k) eval code-conclusion: is applicable to the stim ins ((B)(4)) eval code-conclusion: is applicable to the stim lead (va0mg9k). Analysis determined the stim ins ((B)(4)) was functionally okay with insignificant anomalies. Analysis determined the stim lead (va0mg9k) body conductor was broken at or near the tines.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0mg9k, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient stopped feeling stimulation sometime in the latter half of 2015, and had to turn the amplitude up to 2v to feel stimulation, but then it was painful. Impedance measurements were taken and all bipolar impedances were greater than 4,000 ohms a 1v but okay at 2v. The healthcare provider (hcp) decided to do a lead revision to resolve the issue; the hcp discovered inter-op the proximal tip of the lead seemed to be damaged and there was some type of debris in the header of the implantable neurostimulator (ins). The new lead would not insert into the ins so they replaced both the lead and the ins. No patient falls/trauma reported to be related to the event. The patient was doing fine after the revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.